Manufacturer narrative:
One tsv angled screw channel driver 24mm (tascd24) was returned for investigation (see attached images). Visual/physical evaluation of the as returned product identified fractured around the tip. Functional testing could not be performed due to the nature of the device and event. DHR review for the lot (1261642) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1261642) and no similar event or complaint was found. (Complaint category keyword: functional: fracture). The customer did not submit images for the reported event. Review of appropriate documentation: document reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp), rev e 4/1/2022. Information identified: inspection for wear and damage. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation is customer error (excessive torque application). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the driver broke off when the doctor was trying to place the abutment. No impact to patient as a result of this event. No further information was provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: email unknown / not provided.